Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a small area of coating missing from the system controller was confirmed; however, the reported event of the system controller causing discomfort to the patient was not confirmed. The system controller (serial#: (B)(6) was returned for analysis and a log file was downloaded from the returned controller for review. A review of the downloaded log file showed 256 events spanning approximately 8 days (on (B)(6) 2019 ¿ on (B)(6) 2020 per time stamp). The events on (B)(6) 2020 occurred during lab testing of the system controller. The temperature of the system controller is monitored via the log file. The maximum temperature captured was 49°c. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was connected to a temperature sensor was tested for 60 minutes. The temperature sensor was placed on the bottom left-hand corner of the user interface. The system controller temperature did not exceed 26.6°c during the 60 minutes of testing and remained within design specifications as intended. Per labelling, the heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿, it states ¿do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)¿. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a tickling feeling on his chest when sleeping. After examination the controller had a small area of missing coating on the bottom left corner and the patient has multiple burn areas to his chest. No additional information was reported.